Event description:
It was reported that during a medical procedure, a screw was fractured when the implant surgeon tried to tighten it. The screw could not be extracted and hence it was left in the patient's bone.

Manufacturer narrative:
The product was not returned for investigation and not enough further information was provided therefore, a thorough product examination could not be performed. Based on the available information, the actual root cause of the reported event cannot be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned for investigation.

Event description:
It was reported that during a medical procedure, a screw was fractured when the implant surgeon tried to tighten it. The screw could not be extracted and hence it was left in the patient's bone.

Manufacturer narrative:
The reported event could be confirmed. The investigation results show that the - bone screw, cross-pin, self-drilling, diam 1.7xxmm, midface, sterile - screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too hard bone. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that during a medical procedure, a screw was fractured when the implant surgeon tried to tighten it. The screw could not be extracted and hence it was left in the patient's bone.

Manufacturer narrative:
Investigation in progress but not yet complete.